Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received two shocks during a procedure in which cautery was used. The magnetic safety system was reported to have failed to work. But for the shocks, the patient was in stable condition.